Event description:
The customer reported that the indicated battery charge of the pump dropped unexpectedly, resulting in a shutdown. There was no reported impact to the customer's blood glucose level as they declined to answer if the level exceeded 500 mg/dl. Technical support provided reset information for the pump and arranged for a replacement pump to be sent to the customer. Instructions were given on how to put the pump into storage mode before returning it, and the customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.